Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer's infusion set site fell out during the night. Customer experienced an elevated blood glucose, with "high" reading on the glucometer. Customer reported visit to emergency room. Multiple attempts were made to obtain additional information; however, additional information was not provided. Infusion set information was also not provided.